Event description:
It was reported that the patient died. The relatedness of the death to the device system was reported as "unknown". Follow up later revealed the patient had a long history of congestive heart failure that was exacerbated with frequent bouts of pneumonia, however, the death certificate does not list the cause of death.

Event description:
It was reported that the patient died. The relatedness of the death to the device system was reported as "unknown". The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.